Event description:
The user facility reported for an automated impella controller (aic) when beginning case and hit ¿case start¿ on the aic. The purge cassette was placed, and the bag of dextrose spiked. Startup wouldn¿t progress beyond this point and an error message would state no fluid detected. Restarted process several times and ultimately turned on another aic to attempt the process. The second aic was successful. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the pump not detected issue has been completed. The impella automated controller (aic) was returned for investigation. Data analysis: imc logs confirmed the reported complaint, revealing that a purge fluid not detected screen was issued. The rt logs showed that purge pressure would increase but not build when the stepper motor was ticking. Device analysis: the failure mode was not reproduced throughout testing with a known-good pump and purge cassette/ disc. The cause of the low purge pressure during the case start procedure was not determined. His report is being filed as part of a retrospective review of historical records.